Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Lot number not communicated.

Event description:
It has been reported that it was not possible to press the cement out when cylinder was put in the gun.

Event description:
It was reported that it was not possible to press the cement out when cylinder was put in the gun.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : d10, e1, e2, g1-2, g3, g4, h2, h6, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not be reviewed as the lot number of the product were not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.